Event description:
It was reported that the fowler gets stuck while engaging the handles. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The hosp has provided the serial numbers for all of the (B)(6) model stretchers used at the facility, but have not kept records of which of these serial numbers have actually had the reported issue with the fowler. The eval codes have been provided based upon info provided by the customer. The hosp maintenance team performs the repairs. Gas spring tip, fowler.